Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 15 (mg/dl) and loss consciousness. Reportedly, the customer delivered too much insulin after overestimating the amount of carbohydrates in a meal consumed. The customer was treated by emergency medical responders who administered intravenous glucose to address low bg levels. There were also bruises on the customer's hips and shoulders as a result of falling when they loss consciousness. Recommendation was made to consult with their health care provider to discuss diabetes management.